Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oversensing and mode switch episodes. It was discovered that some of the rates were being double-counted. Programming changes were recommended. No further information is available.

Event description:
New information revealed that programming changes were made. There were no patient consequences as a result of the oversensing.